Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead had no capture. The physician noted the patient was not being treated by the lead, so the lead was capped and not replaced. The patient was a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.